Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the impactor tip broke intra-op.

Event description:
It was reported that the impactor tip broke intra-op.

Manufacturer narrative:
Correction: h6 component code. D9 product available to stryker. The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.